Event description:
An attempt was made to use one endeavour resolute rx coronary drug eluting stent to treat a a mildly tortuous, non-calcified lesion with 70% stenosis, located in the proximal right coronary artery (rca). The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion and inflation difficulties were encountered. An attempt was made to remove the dislodged stent with a snare but the stent was unable to be retrieved. The dislodged stent was not removed and was crushed in the rca. The patient is alive with no further injury. Please note that this device is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity rx coronary drug eluting stent. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: images confirm the presence of a tight focal lesion in the proximal to mid rca. The endeavor resolute stent is delivered across the lesion. On pressurisation of the balloon only the proximal and distal ends of the stent partially expand. There is no expansion of the balloon or stent in the mid- section of the stent. The delivery system is removed from the vessel and the stent remains in the proximal rca. A short balloon is delivered distal to the dislodged stent but it is not successful with stent retrieval. A larger and longer balloon is delivered and pressured and the dislodged stent is crushed in the vessel. Another stent is delivered and deployed across the target lesion. The target lesion was successfully treated. Dog boning of the stent without full balloon inflation suggests a balloon leak. But there is no evidence of contrast leak in the images provided from the account. It is not possible to determine the inflation difficulties from the images. The dislodgement is confirmed. Additional information: the device was prepped as per the IFU, with no issues noted. It was noted that the balloon could not inflate even at 10 atm, and this was when it was determined there were inflation difficulties. It was stated that there was partial inflation at the proximal end of the balloon, but there was also zero inflation for the rest of the balloon. The same device was used successfully with other devices. There was resistance noted during the withdrawal of the device, and excessive force was used. Patient weight provided. Initial reporter phone number provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received for analysis. The device returned with the sheath and stylette loaded in the device; they were removed with no issues noted. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. There was a tear evident to the distal tip. I then carried out inflation testing on the device. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the balloon distal cone, indicating a pin hole leak. The balloon failed to maintain pressure. Upon visual inspection of the device, a pin hole was observed on the balloon distal cone. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.